Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that during a shoulder scope two hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) were scratched and unusable. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Outer tube damaged - poor image quality outer tube. Distal tip damaged - distal tip has deposits. Image error, on camera - image cloudy/blurred. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a shoulder scope surgery on (B)(6) 2021, it was observed that the hd epscp,4.0,30,167,mitek endoscope device were scratched and unusable. During in-house engineering evaluation, it was determined that the distal tip was damaged and had deposits; and the image on the camera had error, and was cloudy and blurred on the device. Another like device was used to complete the procedure with a delay of two to three minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.